Event description:
Per the clinic, the patient experienced pain, skin irritation, and infection (puss) around the magnet area due to strong magnet retention. Subsequently, the patient was treated with oral and topical antibiotics.